Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during initial drain. The home patient would use manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that he did not notice anything unusual about his supplies that night. Otherwise, therapy was going well and there were no adverse effects reported in relation to this event. Bps spoke with the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event and that therapy had been going well since. She stated that the patient had not had any adverse effects in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.